Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the right superficial femoral artery with heavy calcification, a 5x120x150 fox sv percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use without any issues noted. The fox sv pta catheter was advanced without resistance and inflated; however, the balloon ruptured at 12 atmospheres. The fox sv pta catheter was withdrawn from the patient anatomy without resistance and a new fox sv pta catheter was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.